Event description:
Smith medical arterial blood sampling kit defect. The syringe supplied in the kit has a luer slip tip that is indented into the syringe. This defect does not allow complete evacuation of all ambient air on blood gas draws. Ambient air will contaminate the sample. Additionally, tech are reporting that after obtaining the sample if withdraw from the artery is not immediate the sample will actually begin to suck back into the patient. The lot in these incidents is 2804166. Diagnosis or reason for use: to obtain patient abg readings.